Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pain got worse after the second injection [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011, from an (B)(6) male patient, initials (B)(6), with a history of osteoarthritis, who experienced worsening knee pain after starting synvisc. The patient reported that he received injections of synvisc into his right knee in (B)(6) 2010. The patient reported that after the second injection he experienced worsening knee pain (date not provided). The patient did not report whether or not he received the third injection of synvisc. The patient required treatment for his symptom. The patient reported that his symptom was treated with one cortisone injection (date not provided). The product lot number was not reported. At the time of this report the outcome of the patient was unknown. Additional information was received on (B)(4) 2011, in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.